Manufacturer narrative:
Patient codes: device codes: (B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. During manufacturing, all proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspection. In addition, a sample of devices from each lot is functionally deployed and destructively tested as part of lot release. There was no information provided regarding user technique/anatomical conditions that may have affected the device performance. Reportedly, the proglide device was attempted to be deployed during preclose to close a 20fr sheath arteriotomy after completion of the index procedure. The proglide instructions for use state this device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional procedures using 5f to 8 f sheaths. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported cuff miss could not be determined. Review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and indicated there was no product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Per the device instructions for use, this device is for closure of access sites using 5f to 8f sheaths. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement of the proglide device was attempted in a common femoral artery using a pre-close technique prior to an abdominal aortic aneurysm repair. Reportedly, an attempt was made to deploy the proglide device using a 6 fr sheath; however, no suture was seen after removing the plunger. The proglide was removed and another proglide was successfully placed. The sheath was upsized to 12 fr, 16 fr and 20 fr. To perform the index procedure. The arteriotomy was successfully closed using the proglide sutures after completing the procedure. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.